Event description:
The manufacturer received information alleging a ventilator's oxygen setting would not go beyond 22% . There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issues.